Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 1. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.